Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. Model 8916 has no serial number or date code, therefore, the age of the device is unknown. The user manual is part number 1148069. The latest version is rev b (07/08). This latest rev was referenced for this MDR. The consumer was attempting to stand up from a seated position when the cane allegedly snapped in half, causing him to fall. The consumers wife stated she thought the consumer was (B)(6). A replacement bariatric cane was sent for remediation. The weight limit published on page 1 of the user manual is 250lbs. It is unknown if the consumer has fully read and understands the user manual. Not adhering the additional warnings provided on page 1 may cause the cane to break: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. Check rubber tip for rips, tears, cracks or wear. If any of these conditions exist, replace rubber tip immediately. Always observe the weight limit on the labeling of your cane. Check that all labels are present and legible. Replace labels as necessary. The canes are not designed to support the total weight of an individual. Snap button or double button must be fully engaged and protruding through the height adjustment hole on the cane to ensure a positive lock. An audible "click" will be heard. Make sure that the cane handle is properly and securely locked in place before using. When using a quad cane, all four legs must be in contact with and perpendicular to the walking surface. Make sure that the longest/or flattest portion of base is closest to foot - otherwise, injury or damage may occur. It may be necessary to adjust the cane for a right or left hand user. If the cane is used in any other way, cane damage and/or personal injury may occur. Extra care should be exercised when walking on a slippery or wet surface. After adjustment and before use, make sure that the cam lever is locked in place. If the cane is exposed to extreme temperature (above 100 degrees f or below 32 degrees f), high humidity and/or becomes wet, prior to use, ensure handgrips do not twist on cane handle - otherwise damage or injury may occur. Before using a folding cane, make sure that it is opened properly and securely locked or a fall could result, causing bodily injury and/or damage. Wooden canes must be cut by invacare dealers only. Use common sense when cutting wooden canes with hand or power tools. Safety glasses should be worn and other precautions may be necessary. Read and follow all instructions before using hand or power tools. The patients height is (B)(6) which meets the height range of patient height: 4' 6" - 6' 6".

Event description:
The consumer was attempting to stand up from a seated position when the cane allegedly snapped in half, causing him to fall. No serious injury is alleged.